Event description:
Pt is a 59-yr-old female. Following numerous tests, including an echocardiogram and an angiogram, dr decided to perform an angioplasty on 12/18. Her subsequent care was characterized by evasiveness and confusion on the part of the many physicians involved in a treatment plan too uncoordinated to save her life. There was inadequate communication with the family and apparently little communication between the physicians involved, as family was constantly given contradictory info from the various drs. Prior to the angioplasty, dr had discussed the possibility of using a stent to hold open the left circumflex artery. If problems arose during the angioplasty, dr agreed to take pt directly to open heart surgery. When problems did arise, he chose to place the stents instead, against her previously stated wishes. Pt's family feels this may have been poor medical judgememt. Dr then placed her in ICU instead of ccu and then left town leaving her care to those who were less familiar with the device. Many of the complications which resulted in her death appeared to be directly caused by placing the stents and then frequently changing the dr in charge of her care. Groin hematoma, infection, bleeding. Pt died on the 27th. Throughout, the physician claimed to be puzzled about the cause for so many of her symptoms.